Event description:
A male pt reported that he had three rectangular pads applied during a colonoscopy and the following day he developed three rectangular welts that were growing. He said the reaction kept moving and he had a rash on his ankles, arms and stomach that took 4 weeks to resolve. He reported he was treated by his dermatologist with a steroid injection, oral prednisone and an antihistamine. He indicated in the last 2 years he's reacted to two other products (bandages and tapes). The end.

Manufacturer narrative:
Lot number was not provided. It is not possible to determine the expiration date or device MFR date without lot number. No product was returned for eval. It appears the pt has had previous reactions to products containing adhesives. Note: this product is made for nova plus. 3m is the MFR of this product.